Event description:
It was reported that the paramedics were called for assistance due to low blood glucose levels. The caller stated that the customer was not feeling well when he got home from work that day. The customer's blood glucose reading was 93 mg/dl. The customer drank juice, and after a few minutes, he was at 43 mg/dl. The paramedics arrived, and monitored the customer until his blood glucose levels were above 70 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.